Manufacturer narrative:
The reported complaint was confirmed. As per manufacturer's subsidiary, the account has no plan to have the unit repaired. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary service representative, when he tested the device the unit ran smoothly in forward direction but did not run in reverse. After servicing, the device showed an overspeed 1 error message during self-test and would not run at all, forward or reverse.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped and displayed an overspeed 1 error message. The pump was hand cranked for the remainder of the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, the perfusion clinicians had a sucker roller head on the heart lung machine (hlm) stop. On said date, during set up the perfusion team had no issue loading the tubing (silastic tubing), and occlusion was set to their protocol. When the pump stopped, the clinicians stated they did not recall an alarm. The perfusionist decided to use the hand crank and hand crank the roller since the failure was with the roller head that was in the sucker position, rather than changing the tubing to another roller head. The sucker pump is an ancillary pump that is used by the clinicians to clear blood from the surgical site. The team tried a few times to get it to run, they stopped the hand cranking, started it and after about an hour's time, the roller head worked appropriately. Per the subsidiary, the message that was seen was an overspeed 1 alarm, which is a failed motor. This incident did not delay the surgical procedure on the said date of (B)(6) 2017. There was no associated patient harm, and no blood loss.